Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that a patient was not crossing over to the station. A technical support specialist responded to the customer's request for information regarding why the patient was marked as preadmitted despite being admitted. A colleague within the same facility provided guidance on the necessary steps to take when such issues occur. The customer was informed that; the correct workaround and steps had already been shared through email threads. The customer later confirmed that the patient had been discharged and granted permission to proceed with case closure. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over to station. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.